Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 156 mg/dl. Prior to troubleshooting with tandem technical support, the alarms were cleared and the customer had reverted to manual injections for insulin therapy. During troubleshooting with tandem technical support, the pump supplies were changed to address the issue and insulin delivery was resumed.